Event description:
Information was received indicating that during use of this smiths medical cadd legacy pump, the exhibited high-pressure alarm. It was reported that patient went to emergency room and the hospital was able to aspirate and flush patient's catheter. Reported that the patient was admitted to the ICU. According to the report, it is unknown if the patient experienced any adverse effects due to the pump malfunction. No additional adverse effects reported.